Event description:
The day following the event, an employee received info reporting an issue with a 740 ventilator in india. The pressure solenoid printed circuit board had sustained thermal damage. The controller printed circuit board had also experienced smoke damage. No info has been received regarding pt involvement or environment of use of the ventilator. The MFR is seeking further info. This report is not an admission by puritan bennett that the device caused or contributed to the event alleged in the report.